Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted and the data was reviewed. From 23dec2025 ¿ 27dec2025, multiple backup battery fault alarms were observed. The alarms activated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarms did not affect the controller's ability to operate the pump as intended. There were no other notable alarms active in the log file. Additional provided information stated that the system controller was exchanged, and the alarms resolved. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation for the patient. The log files captured emergency backup battery (ebb) faults on (B)(6) 2025 caused by the ebb failing the load test. It was recommended to reseat the ribbon cable and to perform a controller self-test while the alarm was active or to replace the ebb if other troubleshooting did not resolve the issue. It was additionally communicated that the system controller was exchanged on (B)(6) 2025 which resolved the alarms.